Event description:
Surgeon was using harmonic and observed that it was not properly working. He then realized the white insert on the tip of the harmonic was missing and had fallen onto drapes. The harmonic was removed from the field and replaced. The procedure was completed as planned with no harm to the patient and no items/pieces of the instrument retained in the patient. Stryker sustainability was made aware of the situation and retrieved the device for further investigations.